Manufacturer narrative:
During inspection and testing of the returned device, service found the control section was worn. The light guide tube was cracked. The light guide lens was scratched and damaged. The switch plate was missing (s-plate). The boot protector was loose. The insertion tube was bent. The bending cover had leakage. The objective lens was cracked and damaged. The light guide bundles were yellow and hardened. Switch #4 was out of function. The angles were insufficient. There was play in the angulation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the instrument channel was clogged, the bending part was leaking, and the image was blurry. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed foreign material in the instrument channel. This report is being submitted for the malfunction found by service during the device evaluation [foreign material]. Additional details have been requested regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to during user handling, the instrument inserted into the forceps channel broke, fell out and became jammed. It was confirmed that the forceps channel was clogged with a plastic cap. The event can be detected/prevented by following the instructions for use which state: "if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the procedure was completed using the same device. The reported issues were detected after a use, during the reprocessing procedure.